Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis for a coronary procedure, which was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to boot up. Upon instruction from the rse, the customer restarted the system, after which it operated normally without any further issues. Upon analyzing the log files, it was found that certain keys were pressed during system startup, which triggered the startup issue. The rse identified that the table tilt position was not set to 0 degrees, and during startup, the customer attempted to move the table, which led to the issue. To prevent recurrence, the rse advised the customer to ensure the table tilt is set to 0 degrees and to avoid interacting with the system during the startup process. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since that time, new information has identified that the issue was resolved through a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to attempt to resolve the issue. By utilizing the mitigations provided by the design of the device, the issue may be resolved, allowing for the continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.